Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was receiving stimulation near the rib cage. Surgical intervention was undertaken on (B)(6) 2024 wherein the tripole lead was explanted, replaced with two octrode leads, and placed in the correct location to address the issue. Therapy was restored post procedure.